Event description:
The customer reported being hospitalized with a blood glucose value of 20 mg/dl. The customer was unable to troubleshoot during the phone call with the helpline, and stated they would call back. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.